Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product upn is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a procedure was cancelled. A farastar console, faradrive sheath, and farawave catheter were prepared as usual for a farapulse procedure. When the physician attempted to deliver the first application the farastar console crashed. Multiple console restarts did not help to recover; the procedure was cancelled. The patient remained untreated. It was further reported that error 233 occurred, the console is expected to be repaired on site. All the single use devices were correctly used, but patient could not be treated as the console crashed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product upn is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a procedure was cancelled. A farastar console, faradrive sheath, and farawave catheter were prepared as usual for a farapulse procedure. When the physician attempted to deliver the first application the farastar console crashed. Multiple console restarts did not help to recover; the procedure was cancelled. The patient remained untreated.